Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they use the wireless recharger (wr) to charge the right side implantable neurostimulator (ins), the wr will initially connect and show on the handset that the ins is connect and charging the ins. Then, after a few seconds to a minute, the wr will disconnect and the handset will show 'searching for device' and then 'not found.' The patient stated that the ins on the left side has no problem charging, the wr connects right away, and the handset will show that the ins is charging at excellent. The patient restarted the handset and wireless recharger but the issue continued. No issue was found with the wr system. They were redirected to the healthcare provider (hcp) to have the right side ins checked. Additional information was received that the clinician programmer indicated that the recharging coupling status was poor. The caller indicated that visually the stimulator appeared to be high in the chest and looks angled but the rep indicated that she could not palpate the area well. The caller indicated that they would review the possibility of a pocket evaluation and revision for the ins on the right side with the physician. The patient saw the physician and it was determined the ins was flipped. The device was flipped back and the issue was resolved. No revision was needed.

Event description:
Additional information was received reporting the cause of the wireless recharger (wr) not connecting to the implantable neurostimulator (ins) was because the ins had flipped on its side. They manipulated it to see if they could flip it back while they were lying down. When they saw the physician, they confirmed it was back to where it should be. The issue was resolved and they are getting excellent connection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.